Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient experienced pain at the implant site and as such surgical intervention was undertaken wherein the pocket site was revised and replaced with smaller ipg. Therapy was restored, and issue of pain was addressed.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.